Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The trident 0 degree liner (32mm f) did not fit the trident psl 54mm f cup. Surgeon said the liner looked too big for the cup even though the alpha codes matched on the cup and liner (ie: alpha code f). A trident 10 degree liner was used instead and surgeon was happy with outcome.

Manufacturer narrative:
The device was visually unremarkable. The device was found to be dimensionally within specification as (B)(4) (ref. Attached inspection). No medical records were received for review with a clinical consultant. All devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. The event was not confirmed and the root cause of the event could not be determined. The returned device was visually unremarkable and was dimensionally within specification. No further investigation is required. If additional relevant information becomes available this investigation will be reopened.

Event description:
The trident 0 degree liner (32mm f) did not fit the trident psl 54mm f cup. Surgeon said the liner looked too big for the cup even though the alpha codes matched on the cup and liner (B)(6). A trident 10 degree liner was used instead and surgeon was happy with outcome.